Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32975. It was reported that the patient was in a car accident and that the patient's leads had migrated. The issue was confirmed via x-rays. Reprogramming was attempted. Surgical intervention took place on (B)(6) 2020 wherein the leads were repositioned. Effective therapy was established.